Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after announcing and eating a dinner meal while using the ilet for the first time that day, with a highest reported blood glucose of 351 mg/dl and elevated levels lasting about two hours; no alerts or alarms were reported. Symptoms included high blood glucose without acute complications. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included troubleshooting and education regarding early system adaptation and potential site issues, with monitoring advised and a site change considered if glucose did not decline. Investigation of this case revealed no device malfunction reported and an unclear cause, with early adaptation and possible infusion site factors considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear.